Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated and the sensor is sent to the supplier for investigation to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A supplemental report will be submitted when additional information is provided analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was connected, the console generated a fiber optic sensor failure alarm. The console was switched out with a different one, but the same issue occurred. The iab was removed and replaced with a new one, which functioned without further issue. There was no patient ham or adverse event reported.